Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had cracked case above corners of the display window. After testing it was concluded that the device operated within specifications.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that he had an emergency room visit due to his high blood glucose of 386mg/dl. Troubleshooting was performed at that time, and it appeared that the insulin pump was functioning properly. However, there were cracks in the upper right side of the display thru the battery compartment. No further information was provided.